Event description:
It was reported that after the 3.0 x 38 mm xience prime stent delivery system (sds) was removed from the package, the protective sheath was removed. Resistance was noted during removal of the sheath, and the stent became stretched out, and came off of the balloon. The device was not used, and a new xience prime sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent damage and stent dislodgement were confirmed. The reported difficulty/resistance removing the protective sheath could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.